Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture unknown grade and wrinkling of implant. Patient also reported "implant with lobulated contours, compatible with folds of the elastomer" and "radial folds". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Total capsulectomy was performed.

Event description:
Patient reported left side capsular contracture unknown grade and wrinkling of implant. Patient also reported "implant with lobulated contours, compatible with folds of the elastomer" and "radial folds". Device has been explanted and replaced.

Manufacturer narrative:
Correction.

Event description:
Patient reported left side capsular contracture unknown grade and wrinkling of implant. Patient also reported "implant with lobulated contours, compatible with folds of the elastomer" and "radial folds". Device has been explanted and replaced.

Event description:
Patient reported left side capsular contracture unknown grade and wrinkling of implant. Patient also reported "implant with lobulated contours, compatible with folds of the elastomer" and "radial folds". Healthcare professional reported left side capsular contracture baker grade iii/IV. Total capsulectomy was performed. Device has been explanted and replaced.